Manufacturer narrative:
A tech found the brake rocker arm is broken. The tech replaced the brake rocker arm with a brake steer upgrade kit to resolve this issue.

Event description:
The account alleged the brakes would set and hold at the head end of the stretcher but not the foot end. No patient impact.